Event description:
On (B)(4) 2013, abbott point of care (apoc) was contacted by a customer who reports unacceptable method comparison with I-stat vs stago. There was no patient information available at the time of this report. The customer reports that the patients are treated based on the lab instruments results.date pt. I-stat stago (lab) (B)(6) 2013 1 3.76 2.40(B)(6) 2013 2 2.5 1.97(B)(6) 2013 3 5.0 3.32(B)(6) 2013 4 4.1 3.31based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.